Event description:
It was reported to philips that the system was unable to boot, stalling at the 'x-ray starting' up message. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The field service engineer (fse) observed that the system and found it stuck on software version screen (2.2.7) during x-ray startup. Upon troubleshooting, it was identified the x-ray pc as the only component where the software could not be installed. The fse could not verify the x-ray pc status after replacing it and reloading the software due to a non-functional suite pc. During a follow-up visit, fse replaced the suit pc and return the part for further analysis and for x ray pc both hdd and ssd are missing so the failure data is not available and for suit pc no failure found. After repairs were completed, the system was returned to use in good working order. The codes were updated based on the investigation outcome.